Event description:
It was reported that this right ventricular (rv) lead exhibited high shock impedance measurements. This right ventricular (rv) lead remains in service. No adverse patient effects were reported.